Manufacturer narrative:
Device evaluated by MFR: the device was received in a generic plastic bag, the pouch of the device was not received for analysis. A visual inspection of the device was performed and revealed that the spring tip was stretched and curvy. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that product sterility was compromised. A 190cm filterwire ez¿ was selected for use. During preparation, it was noted that the aseptic packaging of the device was not sealed up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that product sterility was compromised. A 190cm filterwire ez was selected for use. During preparation, it was noted that the aseptic packaging of the device was not sealed up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.